Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department with a report that during start up, prior to patient use, the device touchscreen did not respond. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen would not calibrate. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen was not responsive when the keys were pressed. Further testing found the display seal was partially dissolved. The nonresponsive touchscreen and the partially dissolved display seal was found to be due to contamination due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.